Event description:
The initial reporter contacted shiley to report that there was "leakage" around their bjork-shiley convexo-concave heart valve. According to copies of the physician's letters forwarded to shiley from the initial reporter, "the valve prosthesis in the mitral position is leaking".